Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a scratched display screen that caused the customer difficulty seeing the sensor options. The customer's blood glucose was 103 mg/dl. The customer did not know how the damage occurred. She stated that the left bottom corner of the screen looked as though it was smudged. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.